Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported that the display screen of the insulin pump had rainbow effect. The blood glucose of the customer was unknown. The insulin pump will not return for analysis.